Event description:
Free flowing alaris pump found in room. Pump was set to run to keep open (tko) at 10 ml/h. Tubing was running wide open. I turned off the channel and pump continued to run free flow wide open even with pump off. Channel was removed and sent to bio-med.